Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited sensing anomalies. A chest x-ray showed that the lead had dislodged, most likely due to twiddler's syndrome. The lead was successfully repositioned.